Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 582 mg/dl. Customer had low blood glucose level of 39 mg/dl. Customer had blood glucose level of 273 and 97 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with food for low blood glucose level. Customer was neither in emergency room nor admitted into hospital. Customer declined to check air bubbles and leak. Customer stated auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.